Event description:
After sealing performation effusion was worrisome. Pt was then sent to surgery and sv CABG a pericardial drainage was performed. No further events after CABG. Pt was discharged 4/2002.